Event description:
It was reported that "during surgery, the piece was inserted into the extraction bag and when closing it part of the sheath coating broke off and remained on the jaws. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "during surgery, the piece was inserted into the extraction bag and when closing it part of the sheath coating broke off and remained on the jaws. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "received defective sample and it was packed in 2 pe bags. Inside the second plastic bag there was wire with part of memobag on the plastic box and original pouch. Wire was still as a part of memobag. But just part of memobag was returned. White tube is produced according to the drawing. All dimensions meet the specification wire was cut by investigator to get only white tube. The tube meet the specification. After dimensional check of product there was not observed any deviation, which can cause the defect. Functional inspection is not possible to perform based on condition of sample. Any deviation during production of the tube will be immediately found, and defective pieces will be scrapped. The review of the DHR revealed no production issues from the perspective of the reported defect at the time of manufacture of the complained lot. Root cause of this complaint is determined as "unintentional user error". The customer may have used sharp tool to cl ose the bag or pull it out of the patient. This can lead to the crack of the white tube when closing or pulling out the bag. Crack of the white tube which leads to issue with close of the memobag was caused by usage of excessive force within bag removal or using a sharp toll. Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacturing of the complained lot. Reported defect "sheath coating separated from wire" can be confirmed. Closure wire was as a part of the memobag. There was observed crack on the white protective tube. Root cause of this complaint is determined as "unintentional user error". The customer may have used sharp tool to close the bag or pull it out of the patient. This can lead to the crack of the white tube when closing or pulling out the bag. As the root cause of this complaint was determined as "unintentional user error related", no corrective/preventive actions in production are deemed necessary to introduce." Teleflex will continue to monitor and trend for reports of this nature.